Event description:
It was reported that the patient experienced recurrent postprandial hypoglycemia while using the ilet with a dexcom g7 sensor, with a documented fingerstick blood glucose of 60 mg/dl followed by 142 mg/dl, and the caller requested guidance on whether a factory reset and algorithm review would be appropriate. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and recovery at home. Investigation included troubleshooting and education by support personnel, with a plan to transfer the patient to clinical support for further assessment of device settings and algorithm use. Investigation of this case revealed that the cause of hypoglycemia was unclear, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.